Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. The lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to osseointegrate. It was reported that the patient has type ii bone quality. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed due to lack of primary stability and failure to osseointegrate. The implant was placed into tooth location #5 on (B)(6) 2019. The doctor reported that the patient returned on (B)(6) 2019 and presented with mobility of implant while doing aftercare check, and while checking on the healing abutment. The doctor removed the implant on that date. There were no signs or symptoms. There was no infection and no pain reported. The patient is currently reported to be healing great, and the doctor will check on the bone for new implant in 3 months. The patient has a relevant dental history of removal of #5 natural but fractured tooth that was in the nerve. There was no abnormality with the implant itself.